Event description:
It was reported that a tps handpiece cord was causing handpieces to run without activation. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Add'l info will be submitted when the device is received and evaluated.